Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. The patient was reported to be in the hospital. The local field representative indicated the device was to be changed out. A request for additional information has been made. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
--

Event description:
Subsequent information indicates that the device was explanted and replaced. There were no adverse patient effects reported. It is unknown if the device will be returned as it was replaced with a competitor's device.

Manufacturer narrative:
As of today, further information is unavailable. Should additional information become available, this report will be updated.